Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported details of the refills on (B)(6) 2013 and (B)(6) 2013. The refill in (B)(6), the patient had upper back pain rated "6/10". The pain had radiated around to chest. The patient had pain had increased and was constant. The patient requested a dose increase and the hcp increased the dose by 5%. At the refill in (B)(6) 2013, the patients pain intensity increased. No dosage change was performed. There was a note about an alarm in the discharge instructions for the patient.

Event description:
Additional information was received and it was reported that the patient was heavily sedated exhibiting signs and symptoms of opioid overdose. Per this reporter the symptoms typically lasted for 6 hours and resolved. The physician was sure that there was not a pocket fill because the symptoms were mild and resolved quickly.

Event description:
It was reported that the patient felt as though they were being overdosed after the refill. The hcp (healthcare provider) was concerned that there was leakage through the septum of the pump or perhaps part of the needle was causing overdose. The refill volumes were accurate. It was unclear if the patient went to the ER (emergency room). It was noted that the effects lasted 3-4 hours. It was later reported that immediately after refill, it was as if 1 ml or less of medication had leaked into the pocket. The patient experienced hypotension and transient dizziness. The patient recovered within a few hours with no further issues. The physician thought that the diaphragm of the pump was failing. This was the only conclusion he could draw. No troubleshooting had been performed because there were no volume discrepancies. The volumes at the time of refill are pretty much what they were expecting. The pump was delivering bupivacaine, clonidine, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n165829016, implanted: (B)(6) 2008, product type catheter; product ID neu_refillkit_acc, lot # unknown, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was not determined if the correct technique was being used for refills. It was noted the health care providers (hcp) had the same issues with unknown patients with pumps from other manufacturers. It was reported the pump had been explanted and re-implanted with a different manufacturer's pump. The same issues were experienced with the other manufacturer's pumps, but it was not known if the patient's new pump had the issue. It was noted the patient never went to the emergency room. On (B)(6) 2013 and (B)(6) 2014\ the patient was refilled and felt lousy and experienced dizziness. The symptoms resolved without intervention after an unknown amount of time. It was noted the patient was not kept an hour after refill and was let go right after. It was also reported the expected residual volume (erv) on (B)(6) 2013 was 2.5 while the actual residual volume (arv) was 2.0. On (B)(6) 2013, the erv was 2.2 and the arv was 2.0. On (B)(6) 2014 the erv was 2.6 and the arv was 2.5. The patient was going to be monitored. The symptoms resolved after 4-6 hours. The event had been occurring since (B)(6) 2013. The patient was also taking oral medications. The patient also had a history of anxiety occurring at the time of the event. On (B)(6) 2013 the patient felt dizziness and was feeling lousy after the refill. This lasted 4 hours and the blood pressure decreased to 80/49. Then all the symptoms resolved. This happened again on the two other previously reported refill dates. As of (B)(6) 2014, the pump was being used to deliver bupivacaine, hydromorphone, and clonidine.

Manufacturer narrative:
(B)(4).